Event description:
The pt was implanted with an ams monarc subfascial hammock on or about (B)(6) 2007. It was reported that the medical device was implanted with the intention of treating the pt for stress urinary incontinence. It was indicated that the pt has "suffered serious bodily injuries, including, but not limited to, extreme pain, continual bladder and urethra infections, dyspareunia, and other injuries." It was also stated that the pt has "experienced mental and physical pain and suffering and she has sustained permanent injury."

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.